Event description:
The customer reported that the device failed to power up which could prevent the delivery of therapy.

Manufacturer narrative:
On 7/10/08 the unit was evaluated at philips. The symptom was verified. Replacing the battery pca resolved the issue. We are considering this a malfunction of the battery pca. (B) (4).

Manufacturer narrative:
On 7/10/08 the unit was evaluated at philips. The symptom was verified. Replacing the battery pca resolved the issue. We are considering this a malfunction of the battery pca. (B) (4).